Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzles in the air gas module and the oxygen gas module were replaced. No goods has been received for further investigation. The received device log files confirm the reported problem. If there is a fault with the nozzle units during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods has been returned for investigation, the true cause of the reported failure could not be determined.

Event description:
Manufacturer ref. #: (B)(4).